Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the surgeon reported the gasket on the flapper valve was found in the pt's abdomen during irrigation of the abdominal cavity prior to case conclusion. The white gasket was missing from a 511s trocar from an ftr32 tray, lot number k48792. The gasket was removed. No other trocar was needed as the case was close to conclusion. Upon further examination of remaining trocars, a white 45 degree flapper valve gasket was found to be loose, but still on, a 355s trocar. There was no consequence to the pt.

Manufacturer narrative:
D5; h4: information not available. Based upon the inquiry information received and the visual examination, it was confirmed that the sleeve was received with the inner gasket dislodged from its original position. The inner gasket was received in a separate sealed pouch, complete. No obturator was received with the device and no conclusion could be reached as to how the inner gasket had become dislodged from its original position.